Event description:
It was reported that during follow-up, the patient was experiencing muscle stimulation. Interrogation revealed an increase in output due to the pulse generator entering backup mode. A software download restored the device to normal functionality.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.